Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5155447

Event description:
It was reported via the food and drug association (FDA) medwatch program that during a procedure, the lead was cut which led to high pacing impedance. There were no consequences to the patient. The lead was not used, and a new lead was successfully implanted. The patient was stable throughout the procedure.